Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device is not expected to be returned for investigation. Multiple attempts have been made to collect further information related to this report with no response from the customer. Information has been added to the database for trending purposes.